Event description:
User reported false positive result. Negative pcr next day.

Manufacturer narrative:
Report required by FDA for eua. Investigation not complete at time of report. Follow-up report to follow completion of investigation. Relates to mw5103229.